Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported by a customer that while attempting to inject medication into his abdomen, the unspecified bd insulin syringe bent. The customer then attempted to straighten the device which resulted in the syringe breaking off in his abdomen. The customer was unsure if the device became lodged into his abdomen. There was no report of medical intervention.